Event description:
As reported in medsun report (B)(4), a nurse hung 20 meq kcl (50ml bag) to infuse over 60 minutes. When rn (registered nurse) returned, the entire bag had infused within about 5 minutes. Calcium gluconate 2 gm IV administered to prevent life threatening arrhythmia or death. Patient did not experience complications. As part of an internal nonconformance, this importer MDR is being submitted retroactively. Please note that the associated manufacturer MDR for this event, 9610825-2025-00020, had already been previously submitted timely on 03feb2025. As b. Braun medical, inc. Submitted the manufacturer MDR on behalf of the manufacturer, the importer MDR was inadvertently missed.